Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient walked down the hall at her house and felt an ¿electrical shortage feeling around the implant.¿ it was noted that the patient kept walking, but then her right leg went numb. It was noted that the patient started to fall and went down to the floor and could not get up. It was noted that the patient ¿crawled back to her bed and pulled herself up.¿ it was noted that the patient¿s leg was numb for 5 minutes and then her feeling started to come back to her right leg. It was noted that the patient ¿thought she might have had a stroke.¿ it was noted that the patient contacted her health care professional (hcp). It was noted that the patient turned her stimulation off.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# v000795, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).